Event description:
Per the clinic, the patient experienced a seroma and an infection at the implant site; and the patient was subsequently treated with oral antibiotics for ten days on (B)(6) 2025. The patient underwent an irrigation and debridement procedure of the implant site on (B)(6) 2025. On (B)(6) 2025, the patient had the penrose drain removed in clinic after the incision and drainage (I&d) procedure and the implanted device was exposed. The device was explanted on (B)(6) 2025 and there are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also experienced skin breakdown at the incision site (specific date not reported).